Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 07:50:55 on (B)(6) 2025. At 13:19:10, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity. At 13:19:59, the patient received the inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole. Post shock rhythm was af from 25-80 bpm. The electrode belt was disconnected at 15:30:10 on (B)(6) 2025.